Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a pairing issue and a "transmitter not found" message. No additional patient or event information is available. Data was provided for evaluation. The reported event was not confirmed via data. The root cause could not be determined.